Event description:
It was reported that the superior vena cava (svc) coil on the right ventricular (rv) lead had low impedance. During a device replacement procedure, the rv lead was inserted into the replacement device with no svc impedance registering. The physician decided to program the svc coil of the rv lead off. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).